Event description:
It was reported that the patient presented in-clinic for a routine follow up. Upon interrogation, it was noted that the pacemaker has an error message triggered. Programming changes were made. There were no patient consequences.